Event description:
Journal article received: internal fixation of complex fractures of the tarsal navicular with locking plates. A report of 10 cases; cronier p, frin jm, steiger v, bigorre n, talha a.; orthop traumatol surg res. 2013 jun;99(4 suppl):s241-9. Doi: 10.1016/j.otsr.2013.03.001. Epub 2013 apr 26; reported: a prospective study involving 10 patients treated via reduction with a mini-distractor and stabilized by a synthes ao locking plate fixation, for comminuted tarsal navicular fractures between 2007 and 2011. It was noted that a (B)(6) patient experienced partial asymptomatic necrosis. The patient had a reported maryland foot score of 93 (range = 82-100) and an aofas score of 95 (range = 87-100). It was also reported that another patient experienced pain during changes in the weather. This report is for an unknown number of screws. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Unknown number of screws. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided. This device was used for treatment not diagnosis. Placeholder.